Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the sample submitted for evaluation. Your report a damaged insyte autoguard device could not be confirmed from the shielded needle that was provided for investigation. The needle was received fully retracted, and no IV catheter was provided for investigation. The safety mechanism was reset, and a functional test of the device revealed no damage or defects. A microscopic examination of the returned sample revealed no damage that would cause or contribute to the reported event. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that bd insyte autog bc needle was slow to retract. The following information was provided by the initial reporter: retraction problem: perforation of the vein. Description of the problem: the nurse who made the declaration described a problem when withdrawing the needle: there was a sudden jolt, with perforation of the vein. He therefore had doubts about the integrity of the system, and consequently, a new system was inserted and the old one removed. Has the patient or user suffered any harm? If so, please explain no harm to the user concerning the patient: the canula perforated the patient's vein, so another catheter had to be inserted in another vein. Response received on 07-mar-2025 ¿ please confirm that the needle has not retracted. -->the needle retracted ¿ please confirm that the needle retracted well, but took a long time to retract.--> the needle retracted but it took a long time to retract (it made a forward-backward movement, before totally retracting). ¿ please confirm that the needle appeared to adhere to the catheter.--> she didn't seem to adhere to the catheter. ¿ please confirm that the needle removed the catheter when attempting to retract.--> the needle removed the catheter when it retracted.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.